Event description:
Per usp: "IV tubing has 3 injection ports the distal (top) port was being used to deliver IV antibiotics and when the secondary line was removed the tan stopper from the injection port came out with the tubing causing IV fluid to leak all over anesthesiologist. Event occurred during induction of a pt and caused a delay of approx five minutes. This is the 4th occurrence of this kind w/ this product." Upon further conversation with the customer, there have been a total of five incidents, and a needle lock device was being utilized. Reporter stated there was no pt compromise.